Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to (B)(4) of 2007. Philips engineering has reviewed the info provided by the customer and determined the issue is that the gantry/table control panels on the new ingenuity CT scanner has an 8-position multifunction rocker switch that controls the motion of the table. The switch is designed to move the table 'up' 'down' 'in and out' or 'down and out'. Frequently, the switch when pressed will move the table in unwanted directions, such as moving 'in and up' when only the 'in' direction was pressed. This is due to the sensitivity of the switch for the corner directions and if the switch is pressed in one direction and is too close to the corner internal switches, the table will move in an unwanted direction. Philips engineering has developed a correction for the issue to make the corner direction less sensitive; field change order (B)(4) has been issued to implement the correction. This correction was submitted to the FDA as z-0693-2012 (c&r 1525965-11/16/11-019-c). (B)(4).

Event description:
Philips received info from a customer site that the rocker switch on the gantry has too many unexpected actions and it is difficult to independently action only one movement at a time, for example, the horizontal button is too sensitive and can often cause it to go up or down at the same time, as well as horizontal.